Event description:
Patient received an implant on (B)(6) 2012 of a bifurcated device, a 28mm aortic extension, and a palmaz balloon expandable stent graft to treat a non-aneurysmal aortic dissection (off label). The patient presented in the emergency room with leg pain. A computed tomography scan revealed the aortic extension and the palmaz balloon expandable stent graft were compressed and contained thrombus, which occluded the extension and the patient's renal arteries. On (B)(6) 2012, the physician converted the patient to an open repair and removed the collapsed aortic extension, the palmaz balloon expandable stent graft, and the thrombus that was occluding the aorta. The physician performed a femoral to femoral bypass using a dacron graft to restore blood flow to the patient's lower limb. It was reported the patient tolerated the procedure well.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.